Event description:
Flexiflo tube noted to be displaced on 9/19/93 so pulled out by nurse. New flexiflo tube inserted by physician. It was noted that the tip of the removed feeding tube was missing. An x-ray confirmed detached tip in stomach. On 9/22/93 the detached tip was endoscopically removed. No patient injury.